Event description:
It was reported that the user experienced recurring occlusion alerts on the ilet pump, including an event where the pump initially would not allow a rewind, and bubbles were observed in the cartridge and in the tubing at the connector during supply change; the user reported sometimes inserting the cartridge and connector simultaneously, and an ¿unable to proceed¿ alert persisted during a dry run despite no visible active alerts, after which the pump was restarted and ultimately replaced. No adverse clinical symptoms associated with interruption of insulin delivery consistent with occlusion. Outcomes included no medical intervention or hospitalization. Customer care provided support that included guided troubleshooting, with the user. Investigation of this case revealed a probable flow obstruction associated with air in the fluid path and potential user technique contributing to occlusions, with the device generating persistent alerts that prevented proceeding. It was concluded, based on previously established findings for similar reports, that the cause was user technique contributing to air introduction and occlusion, with a potential device malfunction related to persistent alert behavior.